Manufacturer narrative:
The investigation was performed by our experts. Detailed log-file investigation showed that during the shutdown procedure, the ivs and image acquisition system (ias) crashed abruptly without any further logging activity hinting toward possible hw failure. The reported issue was reproduced, and it was identified that the abrupt system shutdown issue observed after upgrading from the sw version ve10 to ve30 is caused by a firmware defect in the control interface box (cib), specifically in the lab power interface (lpi) firmware version 01. The issue is caused by the delay counter variable not being reinitialized after the first shutdown. As a result, subsequent shutdowns could bypass the intended delay, leading to an abrupt power-off approximately 4 seconds after the shutdown command, resulting in the reported issue. Additionally, it is noted that the issue occurs during a second shutdown only after a complete power cycle of the control interface box (cib) due to a power cut/failure. As a result, the robot cannot be moved immediately after booting due to no communication between the robot and the ivs. In the reported case, normal system functionality was restored by a service intervention. This issue is determined to be sporadic but systematic for the mentioned configuration with the sequence of events mentioned above. Since only systems that have cibs with firmware version 01 are affected, the ve10 to ve30 upgrade has been adapted, thus preventing further distribution of the problem to other systems. An update instruction ax032/25/s will be released by siemens for the affected systems to eliminate the issue.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis pheno system. System movements were blocked at the unit startup. To the problem, the robot was restarted as part of service activity. No health consequences were reported to this event.